Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date, which began following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set and a failure of the user to follow their ketone action plan when the infusion set was not replaced throughout the period of hyperglycemia.

Event description:
On 8/16/2024 a beta bionics clinical diabetes specialist (cds) was made aware of an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On 8/19/2024 a beta bionics customer care agent followed up with the user about the event. On (B)(6) 2024, the user experienced extremely high bg levels reaching 725 mg/dl, which persisted for about 24 hours. This led to their admission to the ICU for one day, where they received an insulin injection. The user was discharged either on (B)(6) 2024 or (B)(6) 2024 but does not recall the exact date. The user did not perform ketone testing. The user did not use any backup therapy; however, they attempted 14 meal announcements to try and manage the high bg. The cds provided re-education to the user which included review of the ketone action plan (kap), checking ketones when cgm glucose values are above 300 mg/dl for greater than 90 minutes, and changing infusion sets.